Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. Review of service data for serial number (B)(4) revealed there is no previous service history for this device. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. There was no evidence of fluid or moisture found within the device. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient diagnosed with fluid in the right lung. The cause is undetermined.

Event description:
This is a report of a patient who performs peritoneal dialysis (pd) therapy on a homechoice (hc) and experienced ¿stopped breathing¿ and was diagnosed with fluid in the right lung. At the time of the event the patient was hospitalized for influenza. The fluid in the right lung was confirmed to be pd fluid. The leak of fluid into the lung was determined to be from a fistula between the diaphragm and the peritoneal cavity. The cause of the fistula was unknown. A chest tube was placed in the right lung as treatment; pd therapy was temporarily stopped and restarted three days later. It was reported that pd therapy was stopped again four days after restarting to ¿let the fistula heal.¿ at the time of the report the patient remained hospitalized. The patient was recovering from this event. A swap for the homechoice device was initiated. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.